Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a neurostimulator had a fever, and the implant incision area was red. The physician was made aware and had the patient placed on antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to add the UDI for the concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided, resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a fever and redness on the implant incision area. The cause of the fever and redness on the implant incision area could not be established therefore, an investigation conclusion code of "cause not established' was chosen. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that a patient with a neurostimulator had a fever, and the implant incision area was red. The physician was made aware and had the patient placed on antibiotics. There were no additional patient complications reported.

Event description:
It was reported that a patient with a neurostimulator had a fever, and the implant incision area was red. The physician was made aware and had the patient placed on antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to contain the additional information in the following fields- d4 model and serial number of ins. D6a implant date.

Manufacturer narrative:
Product code (d2b) - additional product code qon: premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to add the UDI for the concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided, resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a fever and redness on the implant incision area. The cause of the fever and redness on the implant incision area could not be established therefore, an investigation conclusion code of "cause not established' was chosen. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that a patient with a neurostimulator had a fever, and the implant incision area was red. The physician was made aware and had the patient placed on antibiotics. There were no additional patient complications reported.